Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d) implanted, received multiple shocks due to sinus tachycardia a day prior. The patient had 3 episodes in the ventricular tachycardia (vt) zone and each episode had 6 shocks that led to therapy exhaustion. The rate was just over 170 beats per minute (bpm) with gradual onset. Stability was at 2 milliseconds (ms), and atrial fibrillation rate threshold (afrt) was true. Boston scientific technical services (ts) discussed that if afrt were false the device would have inhibited. The field representative stated that the doctor ordered to increase vt zone rate to 180 bpm, sustained rate duration (srd) to 10 minutes. The field representative will discuss with the doctor about increasing afrt to 200 bpm. Additional information indicated that these recommendations were implemented and that the patient was hospitalized to receive medication and have a non-invasive programmed stimulation (nips) done. The defibrillator remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.